Event description:
Patient implanted with a condylar plate and screws on an unknown date. It was reported that the patient had not healed and the plate broke at the second distal hole. Hardware was removed and patient was revised on (B)(6) 2013. The distal femur was plated medially and laterally using a 10 hole plate and a 9 hole lcp broad plate. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.